Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes in 2005. During catheter insertion, the peel-away sheath broke at the top of the wing without peeling on the perforation. The physician used a surgical tool to be able to peel the sheath causing a delay in the procedure. The physician was able to complete the procedure.